Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan 16, 2024.. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was coated in viscoelastic residue and was cut in half with a detached and missing haptic. The lens was cleaned and no issues that could cause or contribute to the complaint issues were observed. The complaint issue "explant" and "blurry vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's right eye (od). The reason for explant was blurriness since day 1 post-op visit. The primary incision was enlarged to 2.5 mm with a keratome. One of the incisions was enlarged to 1.5 mm. The replacement was a dib00, 16.5 diopter power size iol. There were no medical or other surgical interventions required. There was no patient post-op injury. The patient is happy with lens exchange. No other information was provided.